Event description:
Procedure type: lap assisted proximal gastrectomy. According to the reporter: the device was inserted orally and removed from the cavity. However, when removing, a doctor found the anvil remained in the pt. The pt was x-rayed and the anvil was confirmed to be left in the throat area. With the assistance of the laryngoscope, the anvil was removed with no damage. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was an extension of operating time by more than 30 minutes.

Manufacturer narrative:
Tracking number (B)(4).